Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed a review of the device history records identified no related deviations or anomalies during manufacturing medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that while inspecting the instrument tray, the operating room nurse found the hex drier with the end broken. The product was found broken in the instrument tray and it is unknown how the device fractured. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Lot number: not provided. Report source: norway. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.